Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic due to syncope. During device interrogation loss of capture was observed. The device was explanted. There were no adverse consequences for the patient.